Manufacturer narrative:
The technician found that the left hand side rail center arm assembly has a sticky substance on the latches. The technician cleaned the left hand side rail center arm assembly to resolve the issue.

Event description:
Technician alleged that the left head side rail will not latch. No patient impact.